Event description:
Complaint alleges that the light on the blade failed during intubation. The blade had to be switched out. The blade was being stored on a crash-cart and used in emergency situation. The patient condition is reported as "fine".

Manufacturer narrative:
A device history record (DHR) review could not be performed as the lot number was unknown. The sample was not returned for evaluation, therefore, the complaint could not be confirmed.